Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.